Event description:
It was reported that (1) device was used during a kartman pouch procedure. It was reported by the affiliate that the cdh33 instrument does not staple. There was no consequence to the pt.